Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance and confirmed reported condition. The driver tip twisting is intentionally designed in order to prevent damage to the screw. Root cause is likely application of a torque higher than the driver was designed to withstand; however, a conclusive root cause of the event could not be determined.

Event description:
During a procedure, the screwdriver tip fractured off into the head of the screw. The tip was removed from the screw. No pieces fell in to the patient and there was no delay in procedure.